Event description:
It was reported that the right ventricular (rv) lead had high threshold and stimulation occurred when pacing occurred. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: vedr01, ipg, implanted: (B)(6) 2010. (B)(4).